Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, hv lead impedance was noted. Reprogramming of the shock vector was performed. The patient's condition is stable.